Manufacturer narrative:
B4: 09aug2021. The user interface (ui) assembly was returned for failure investigation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. The customer complaint was verified.

Event description:
The customer reported that when the power was turned on, the screen was dim even if the brightness of the display was set to 5 which was the maximum. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered when the unit was turned on.

Manufacturer narrative:
B4:17may2021. There's was no patient involvement. The service technician reported that the reported problem was confirmed. The service technician replaced the user interface assembly to address the reported problem.